Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nipping tongue, (cheek and gums) [tongue injury]. Nipping (tongue, cheek) and gums [gingival injury]. Pinching mouth, nipping (tongue), cheek (and gums) [mouth injury]. Skin peeling from lip [lip exfoliation]. Head started to work loose and began pinching mouth between head and neck of brushhead [injury associated with device]. Head started to work loose between head and neck of brushhead / metal rod at the top came out whilst cleaning teeth [device breakage]. Case description: a male consumer reported spontaneously via chat on (B)(6) 2017 that he bought a pack of oral-b power oral care refills precision clean that he'd had problems with. He explained that the first head started to work loose and began pinching his mouth between the head and neck of the brush. At the time, the consumer thought this would be a one off and got a new brush head out; he described that there was a metal rod at the top that actually came out of the brush head while he was cleaning his teeth with an oral-b rechargeable toothbrush, version unknown. He described that the logo on the brush heads was gray, and if he scratched really hard he could mark the logo; just rubbing did nothing. The brush heads were purchased as a pack of 4. Additional symptoms experienced included nipping tongue, cheek, and gums and skin peeling from lip; all event outcomes were recovered. Product use had been discontinued. The consumer did not seek any advice from a health care professional. Relevant history: none reported. No further information was provided.